Manufacturer narrative:
Follow-up # 2 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
This supplemental has been sent to correct information previously omitted from follow up #2. The meter passed testing with regards to the volume issue. The reported issue could not be confirmed. However, a secondary issue of an unknown electrical problem was found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On january 4, 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini meter had a continuous beep issue and a volume issue. The complaint was classified based on the customer care advocate (cca) documentation the cca was advised by the patient that at on (B)(6) 2016, they had a continuous beep issue and a volume issue with the subject meter. The patient stated they manage their diabetes with insulin pump. The patient confirmed that they did not make any changes to their usual diabetes management regimen in response to the alleged product issue. The patient denied that they developed symptoms as a result of the issue; however alleged hcp treatment with food and/or drink on (B)(6) 2016. No other device was used. Medical surveillance was unable to reach the patient/reporter to clarify if they believed the device contributed to the adverse event. Medical surveillance believes it is unlikely that the audio tune issues contributed to the event because the blood glucose monitoring was able to be conducted as usual. However, this complaint is being reported because the patient was unable to deny or confirm the relationship between the device and the event.

Manufacturer narrative:
Follow up #1. This supplemental is being submitted to correct information previous omitted from the initial incident description. On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini meter had a continuous beep issue and a volume issue. The complaint was classified based on the customer care advocate (cca) documentation and customer care advocate (cca) attempting to follow-up with the patient. The cca was advised by the patient that at on (B)(6) 2016, they had a continuous beep issue and a volume issue with the subject meter. The patient stated they manage their diabetes with insulin pump. The patient confirmed that they did not make any changes to their usual diabetes management regimen in response to the alleged product issue. The patient denied that they developed symptoms as a result of the issue; however alleged hcp treatment with food and/or drink on (B)(6) 2016. No other device was used. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, there was no misuse of the product. The cca was unable to resolve the issue. Replacement products were sent to the patient. Medical surveillance was unable to reach the patient/reporter to clarify if they believed the device contributed to the adverse event. Medical surveillance believes it is unlikely that the audio tune issues contributed to the event because the blood glucose monitoring was able to be conducted as usual. However, this complaint is being reported because the patient was unable to deny or confirm the relationship between the device and the event.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.